Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by cts, and after the reset, the pump did not display the cgm error code again, allowing the caller to successfully start their sensor session.